Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, after opening the package, the c-ring was bent and detached outside the cannula on the vasoview hemopro 2. The device never touched the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device was returned to the factory for evaluation. No evidence of clinical use of evidence of blood was observed. A visual inspection was conducted. The blunt tip assembly had dislocated from the snap-in detents in the cannula, but remained attached. Evidence of scraping and damage to the plastic clips on the blunt tip were observed. Additional evaluation is in progress. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. There are no other similar complaints reported against this batch. (B)(4).